Event description:
It was reported that the zimmer skin graft mesher tore up the skin. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The skin graft mesher was received with a damaged comb, malfunctioning ratchet gear, and missing set screw. The mesher was out of calibration on the high side. The tech replaced the comb, roller, and ratchet parts and calibrated the device to resolve the issues. Damaged combs interfere with the graft meshing process causing tears and other damage to the graft. The cause of the customer issue is the damaged comb. The cause of the comb damage is unk, but typically happens during installation, removal or cleaning of the comb by the user at the customer location. A review of service records indicates that the device was purchased in 2001 and has been returned to the manufacturer for preventative maintenance two times since purchased, with the last time in for service being 02/2006. The zimmer skin graft mesher instruction manual states that "the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance."